Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of mrsa peritonitis. However; there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Although the cause of the peritonitis was reported as unknown, staphylococcus aureus is found on the skin or nasal cavity which suggests a breach in aseptic technique by the patient. Based on the information and no allegation or report of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s mrsa peritonitis event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported in a phone call response that the patient had peritonitis. The pdrn stated that the patient was presented to the pd clinic with cloudy pd effluent and severe abdominal pain. The patient was sent to the hospital and admitted for peritonitis. A pd effluent culture resulted positive for methicillin resistant staphylococcus aureus (mrsa). The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The patient was discharged on an unconfirmed date. The patient recovered and continued pd therapy on the liberty select cycler with no issues. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.